Event description:
It was reported that the implantable pulse generator (ipg) exhibited loss of telemetry. The ipg remains in use. No patient complications have been reported as a result of this event. It was noted that the mobile programmer application displayed invalid counter data. It was attempted in troubleshooting to update the mobile programmer software multiple times however a pop-up message was displayed stating that no updates were available. The user switched to using a legacy programmer which resolved the issue.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis found the customer comment that the mobile programmer application displayed invalid counter data could not be confirmed as data from the initial interrogation was not available. It was noted there was a loss of telemetry during the initial interrogation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.